Event description:
A device was used during a low anterior resection. Initially the surgeon could not fire the device completely. The device was fired after a second attempt. Once removed from the bowel, the surgeon noted that the anastomosis was not complete. Another device was used to complete the case without incidence. There was no patient consequences.